Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, multiple pyxis units were freezing on the blue carefusion screen. The customer also stated that the biometric identifier functionality was reported to be slow, unresponsive, and unusable, frequently requiring an additional reboot. The customer stated that there was a delay in patient care. However, there were no delays or adverse events or injuries reported based on this event.

Manufacturer narrative:
D4 & h4: serial number, model, catalog, unique device identifier and manufacturer date not available. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.